Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the voyager nc ruptured at 14 atms with the second inflation in the tortuous and calcified, distal right coronary artery to the right atrio-ventricular artery during post dilatation of the xience v stent that was implanted via direct stenting. The voyager nc was completely and easily removed from the pt. A voyager rx was used to complete the procedure. There were no reported adverse pt effects. There was no add'l info provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since the catheter was initially pressurized once without incident and there were no leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the experienced rupture. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices, the stent implant and/or the tortuous and calcified lesion such that upon a second inflation attempt, the balloon ruptured. Ultimately, return of the voyager nc may have aided the eval in determining a cause for the reported difficulty. The reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history did not reveal any nonconforming material records associated with this lot that could have contributed to the reported event. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp) and balloon integrity.